Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the patient¿s medical history included spasticity. Concomitant products were unknown. The physician confirmed the previously reported events of an abscess at the pump site and the hospitalization. It was unknown if any pertinent tests or laboratory evaluations had been performed. As of 02-aug-2017, the managing physician had not seen the patient since her hospitalization; she was being treated by a different group of physicians (not further specified). No additional information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 1500.0 mcg/ml at ¿something before 7.6 mcg/day¿ and morphine 20.0 mg/ml at 1.301 mg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2017, the healthcare provider (hcp) replaced the patient¿s 40 cc pump with a 20 cc pump due to longevity, and the patient got an abscess on the skin where the pump was located. On (B)(6) 2017, the patient went to the hospital because of the abscess that developed on (B)(6) 2017. Prior to the appointment, the patient went to see a hcp who was talking about replacing the pump. When the patient went to the hospital, the hcp (at the hospital) was talking about replacing the pump because they wanted to do something different to address the issue since the patient ¿felt the 20 cc pump was bigger than the 40 cc pump.¿ the patient was currently hospitalized. There were no further complications reported.